Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant a small right pneumothorax was found on a chest x-ray. The patient had no symptoms. It was noted that the right ventricular lead passed with extreme difficulty at implant. A chest tube was placed and the patient was started on intravenous medication. The pneumothorax eventually resolved. The right ventricular lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.